Event description:
Description of event acccording to study, (B)(6): zenith alpha thoracic post market retrospective study: type ib endoleak was noted 1494 days post-procedure. On (B)(6) 2021, the 66-year-old female patient was routinely treated for thoracoabdominal aortic aneurysm with placement of a zta-p-36-161, starting in zone 4. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, a staged procedure was performed for hypogastric artery embolization. On (B)(6) 2021, 1-month computed tomography (CT) revealed patent study device, no thrombus, no device issues, and no endoleaks. No visits occurred between the 1-month and 4-year follow-ups. On (B)(6) 2025, 4-year follow-up CT revealed descending aorta growth, patent study device, no thrombus, no device issues, and a type ib endoleak. On (B)(6) 2026, the patient experienced aneurysm or vessel leak which was treated with placement of a t-branch. The site noted ¿evolution of distal sealing zone (after 4 year) in an aneurysmatic patient,¿ and did not consider the event as related to the study device or procedure. Patient outcome: the event was considered resolved without sequelae on (B)(6) 2026. The patient remains in the study; data collection is ongoing.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.